Event description:
It was reported that patient underwent a left total shoulder arthroplasty on an unknown date using competitor products. Subsequently, the patient was revised to biomet products on (B)(6) 2014 due to unknown reasons. On (B)(6) 2015, the patient was revised due to lack of bone ingrowth to the baseplate. During this revision the patient was converted to a hemi shoulder and the stem was left in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.